Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, ten months, and six days following the implant of this 16mm transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a larger 22mm valve. No additional adverse patient effects were reported.